Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, it was reported the pt was not feeling stimulation from their device. The pt was successfully reprogrammed. It was later reported the pt's "battery pack was moving and may be causing problems." It was stated the pt would follow up with their health care provider. Additional info has been requested, a follow-up report will be sent if additional info becomes available.